Event description:
On (B)(6) 2015, I had silicone implants placed; 3 months later I was diagnosed with thrush. In the 3 years since that surgery, I've had recurring infections, and a strain of candida found in the (B)(6) /cancer pts which I do not have. I lost 30 lbs over 3 years. Had severe throat, neck and back pain, problems breathing. My vocal cords were inflamed. I had night sweats, fatigue, hair loss, skin sores, impaired cognitive function and speech problems, muscle weakness. I saw many specialist, obgyn, ent, allergist, breast specialist, internist, immunologist, chiropractors and almost therapy. Everything I ate would go straight through me. I suffered for years with no answers until I began researching breast implant illness. The implants were slowly poisoning me. No matter what I did I continued to get more sick. I had baker grade 4 capsules hat had adhered to my connective tissues, muscle and ribs. I had explant on (B)(6) 2018. Throughout my journey, all the drs, labs, MRI, ultrasound all was normal with the exception of reoccurring fungal infections and mast cells found from immunologist. Since explant most symptoms have resolved and I am only 6 weeks post op. I suspect as I continue to heal my health, will continue to improve.